Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture, oversensing, and periods of pacing inhibition of greater than two seconds. The health care professional (hcp) made programming changes to resolve and planned to try a leadless pacemaker for this patient. This lead remains in service. No additional adverse patient effects were reported.